Manufacturer narrative:
The investigation is in progress. Further information will be provided within the follow-up report once available.

Manufacturer narrative:
The investigation is pending. Further information will be provided within the follow-up report once available.

Event description:
The facility staff member reported that the trainee attempted to take sara plus standing at the corridor when they noticed smoke coming out from the location of the up/down button of the lift. She warned the nurse who removed the battery and placed the lift in the vacant room with a fire retardant door. The alarm was raised and the residents were evacuated. The fire was limited to the lift. No patient was involved and no injury was sustained.

Manufacturer narrative:
Due to the covid-19 pandemic restrictions the device was not serviced in 2020. It was confirmed by the customer that the sara plus was serviced 2 weeks before the event (on (B)(6) 2021), however the service was performed by the third party company, therefore the quality of service is unknown to the manufacturer. The customer confirmed that the device was not working as intended a day before the incident. Due to the condition of the device after the incident no functional or visual evaluation was possible. The majority of the mast area was burnt. Arjo was able to simulate the conditions which may lead to overheating of transistors resulting in damage of the pcb, but it is not possible to conclude that any of the scenarios occurred in the investigated case due to the unknown circumstances and conditions of usage, lack of product maintenance in 2020, inability to assess the quality of service and maintenance performed by a third party provider and condition of the device after the event not allowing for any verification. The root cause of the investigated event cannot be determined with certainty based on all available information. Nevertheless, the manufacturer decided to open a CAPA process to further investigate potential scenarios. Arjo device failed to meet its performance specification since it was set on fire and burnt. The device was not used for a patient treatment when the malfunction occurred. The complaint was decided to be reportable due to indication of fire occurrence.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
The facility staff member reported that the trainee attempted to take for use sara plus standing at the corridor when they noticed smoke coming out of the lift. She warned the nurse who removed the battery and placed the lift in the vacant room with a fire retardant door. The alarm was raised and the residents were evacuated. No patient was involved and no injury was sustained.